Manufacturer narrative:
Medtronic investigation of returned suspect computer finds that the computer booted but would not launch cranial as it rebooted after srmanager errors. Hardware testing passed with no hardware problem found. The reported event was confirmed to be caused by a software failure mode, due to a corrupt operating system.a software investigation into the corrupt operating system was completed and confirmed that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Patient weight now provided.replacing the computer resolved the issue. No further issues reported from site. The suspect computer has not been received for further evaluation.(B)(4)

Manufacturer narrative:
Patient weight was not provided by site. A replacement computer was shipped to the site. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that during a cranial resection surgery the navigation system experienced a sr manager failure and was unable to boot into the cranial application. The rep confirmed that reinstalling and uninstalling the software did not resolve the issue. This occurred during a surgery and resulted in a surgical delay of 1 hour or longer while the patient was under anesthesia. The surgeon was able to finish the surgery without the use of navigation. There was no reported impact to the outcome of the patient.